Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient, and they have known the patient since implant. The patient's lead has 6 out of 8 electrodes that are greater than 10,000 ohm when an impedance measurement was taken the rep tried to establish therapy with two available electrodes, but the stimulation was in the wrong location. The rep stated that the lead will need to be replaced, and the implanting healthcare provider (hcp) was willing to do another replacement. The rep stated that they had never seen this issue twice in the same patient. The patient is frustrated, but very nice. The patient loved their implant but is questioning reliability. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product type lead product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient lost stimulation. There were no big falls or anything that the patient could remember. Over the phone the patient went through all three programs up to 10.5 volts and felt no stimulation. The physician took x-rays which showed that the leads were in the same place. The rep was to see the patient on (B)(6) 2017 to interrogate the device. The issue was not resolved as of (B)(6) 2017 and no surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use beginning on (B)(6) 2017. Additional information was received from the patient. It was reported that there was a lead issue. It was determined on (B)(6) 2017 that there were only two of the electrodes on the lead that were working after checking the device. They did an x-ray but did not see that the lead was broken. The patient noted that he was informed that you would need a microscope to see this sometimes. It was confirmed that a rep was present at the appointment. There were no trauma/falls reported that could have been related to this issue, and it was noted that the patient was not an active person. It was reported that this was the third time this had happened with the leads and that all three times they determined that the leads broke. Each time the patient knew there was an issue because he no longer felt stimulation. At this point, the patient¿s healthcare professional wanted to try to fix the leads again. It was noted that the patient had already invested a lot into this. It was reported that the issue began in 2017, two to three weeks prior to (B)(6) 2017.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was likely (B)(6). No further complications were reported.